Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was that a couple days ago, the patient was having a return of symptoms. They went to turn the stimulation up, and they did not realize the therapy was off because some days they had good days, and sometimes they had bad days. When they went in to up the stimulation, it said it was off. They then upped the stimulation for the next day or so. They said they recharged everything, and the phone was at 65%. They said they could not get the handset and communicator to connect to the stimulator. They kept getting the message 'device not found.' They confirmed there was not electrical magnetic interference (emi), and that the communicator was unplugged from the recharging cord. The blue side of the communicator was against the skin vertically, and they tried repositioning the communicator. They tried sitting and leaning forward. They were advised by the help line their stimulator might be dead. The patient did not realize they had to recharge the stimulator, and they had not recharged it since they got the implant. The patient took out the recharger, but it was not recharged. They were told to recharge the recharger. Once it was charged, they were told to charge the stimulator to 100%, and if the therapy was off, they would need to turn the stimulation back on.

Manufacturer narrative:
H.6. Codes have been updated to align with the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the symptoms the device was intended to treat are urgency/ frequency. The device being unexpectedly off, sudden return of symptoms/intermittent therapeutic effect, and communication issue was caused by normal battery depletion. They charged their device on (B)(6) 2021 and the issue was confirmed resolved. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.